Event description:
It was reported that the 9600 system would intermittently not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.